Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune for unknown reasons on an unknown date. Primary operative notes were not available. Patient received a left knee revision to treat pain secondary to aseptic loosening of the tibial tray. Upon entering the joint, the tibial tray was grossly loosed and debonded at the cement to implant interface. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted insert. The patient was revised with depuy products utilizing unknown cement. The procedure was completed without complications. Doi: unknown; dor: (B)(6) 2016; left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.